Event description:
Info received indicates that both siderails will not latch.

Manufacturer narrative:
The tech found the shoulder screws for the latch assemblies were missing. The tech replaced the shoulder screws to repair the bed.